Manufacturer narrative:
Device was received with no button response due to moisture damage found on the electrical board connector. Unable to perform the displacement test and self test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that the insulin pump up and middle and back button. Customers stated that numbers are not ramping on their own. Customer stated the scroll bar was moving with no input. Customer stated the insulin pump was neither dropped nor exposed to moisture. The device will be returned for analysis.